Event description:
A caller reported experiencing a cartridge alarm identified as alarm 30. There was no adverse impact on the customer's blood glucose level. The customer arranged for their pump to be replaced and decided to use multiple daily injections (mdi) as a temporary measure. No further action was required.